Manufacturer narrative:
D10: (B)(6) 02-010-01-0250 - logic femoral ps cem left sz 5. (B)(6) 02-012-41-5040 - logic tibia traptray cem sz 5f/4t. (B)(6) 200-02-35 - three peg patella 35mm. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 58 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, left knee pain and stiffness. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available." (B)(6)2024: additional information received. Added concomitants. The serial number (B)(6) is confirmed to be a part of recall number: z-0021-2022. 02-012-35-5009 - logic tibia ps mod insrt sz 5 9mm. Serial: (B)(6). 510k: k033883. UDI: (B)(4). Product code: jwh. X-ray: no. Operative notes: yes. 21-may-2024 additional information. Legal case ¿ USA (mdl no. 3044). Patient ID: (B)(6) + left knee. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device. The serial number (B)(6) is confirmed to be a part of recall number: z-0021-2022. 02-012-35-5009 - logic tibia ps mod insrt sz 5 9mm. Serial: (B)(6). 510k: k033883. UDI: (B)(4). Product code: jwh. X-ray: no. Operative notes: no. Concomitant devices: uknown". Original summary. Legal case - (B)(6). As reported via legal documentation a 75 y/o male patient had a left knee replacement on (B)(6) 2018. Approximately 4 years and 9 months after the initial procedure the patient had a left knee revision on (B)(6) 2022 due to pain and stiffness. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report rec'd on (B)(6) 2023. No evidence of infection. Moderate amount of reactive synovitis. Synovial fluid and deep tissue cultures were sent to microbiology. Total synovectomy was performed. The patient was transferred to the pacu in stable condition. (B)(6) 2023, (B)(6), rn ¿ the patellar button was inspected and determined to be loose, it was removed. No other information. Historical record & smartsolve searched for sn/patient name with no results. Concomitants: z-0021-2022/ (B)(6) 02-012-35-5009 logic tibia ps mod insrt serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k033883.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral debonding, prosthesis wear, and patellar loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.